Event description:
Received information stating that customer's date and time settings were inaccurate. Reportedly, customer's blood glucose (bg) level was high. Customer took proper precautions to correct high bgs.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.